Event description:
It was reported that during a stenting treatment procedure, stent damage occurred following deployment. Lesion characteristics and clinical factors are unknown. An unknown size promus element stent was advanced to the lesion and deployed. An unspecified guide catheter then caught the proximal end of the stent causing the stent to compress. An unspecified non-compliant balloon catheter was then advanced for post-dilation, however this was unsuccessful in treating the compressed stent. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification is caused by other. (B)(4).